Manufacturer narrative:
A medtronic representative inspected the imaging system and the issue was confirmed. The switch was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure the on/off switch on the imaging system was broken. As a result it was not possible to start the system. There was no patient present when this issue was identified.

Manufacturer narrative:
The selector switch was returned to the manufacturer for analysis. Analysis found that the reported issue could not be conformed as the selector switch had appropriate stops and travel. No signs of wear. No problem found.